Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported during the freestyle libre sensor insertion, the inserter did not fire and therefore prevented sensor insertion. A replacement device was ordered however, due to a delivery issue involving the replacement product, the customer did not receive the replacement order, therefore, was unable to monitor their blood glucose. The customer experienced described as a ¿blast of heat ¿ and was unable to self-treat. The customer had contact with a healthcare professional who provided 2 new insulin (type/dose unknown) and glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and sensor , no failure modes were observed and applicator had not been fired and sheath was locked. After unlocked the applicator it was able to fire correctly onto simulated skin . Observed damaged transition features in the sensor pack. Lid was completely peeled off. No failure modes were observed upon visual inspection of the sensor plug and the plug was seated properly.therefore, this issue is not confirmed to use due to incorrect assembly method.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported during the freestyle libre sensor insertion, the inserter did not fire and therefore prevented sensor insertion. A replacement device was ordered however, due to a delivery issue involving the replacement product, the customer did not receive the replacement order, therefore, was unable to monitor their blood glucose. The customer experienced described as a ¿blast of heat ¿ and was unable to self-treat. The customer had contact with a healthcare professional who provided 2 new insulin (type/dose unknown) and glucose as treatment. There was no report of death or permanent injury associated with this event.